Event description:
Pt reports they were admitted to the hospital last night ((B)(6) 2022) around 11:30pm-12am because both of their cadd legacy pumps malfunctioned (serial numbers unknown). Pt said while they were sleeping the pump alarmed and stated no disposable cassette. Pt tried to troubleshoot but had no luck. Pt then removed the cassette and placed it in the backup pump and got the same alarm, no disposable cassette. Pt stated this went on for about 1-ls hours while they tried to troubleshoot but had no luck with fixing either pump so pt went to hospital. Rph asked pt if they had tried to mix a new cassette and use it in either pump, pt said they did not try that pt said that they still had about 60% of medication left in the cassette and didn't even think to use new cassette because of wasting the medication. Advised pt that they could try that if it this ever happens again just to see if that works, pt voiced understanding. Pt did not have lot number to cassette they were using. Pharmacy will replace both pumps. No add'l info; details or dates are available. Pump return tracking info is not available. Photographs were not provided. This is a continuous infusion. Setflow rate and volume delivered are unk. Position of the pump when alarm occurred is unk. Did the reported product fault occur while in use with the pt? Yes; did the product issue cause or contribute to pt or clinical injury? No; is the actual cassette available for investigation? No; did we replace the cassette? No; did the pt have add'l cassettes they were able to switch to? Yes; if yes, was the pt able to successfully continue their infusion? No; if no, what was the pt instructed to do in able to continue their infusion? Yes; advised pt to try mixing new cassette next time pump alarms to see if that helps; is the infusion life sustaining? Yes; what is the outcome of the event? Resolved. Reported to (B)(6) by pt/caregiver.